Event description:
It was reported that a large volume infusor delivered its contents at a faster rate than expected, though the actual flow rate was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 30, 2014 and march 31, 2014. The sample was not returned for evaluation, therefore, the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). Should additional relevant information become available, a follow up report will be submitted.